Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. It was noted that the patient had a wound on the implant site that never fully healed and became infected and spread to the device pocket. As per additional information received, the rv lead became stuck in the superior vena cava during the explant and was then successfully removed via laser removal system a day after. The rv lead was explanted. There were no additional adverse patient effects reported.